Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the unit of blood was transfused via a braun pump to a pt in 1 hour in error and the pump was set to transfuse the unit over 4 hours. The pump screen displayed 3 hrs left to transfuse at this stage. As the unit was transfused too quickly the malfunction of the pump put the pt at risk of transfusion overload. The pt was monitored closely afterwards. This event was reported to the national haemovigilance office as per protocol. The pump in question was sent to the company of manufacture and was not used after this event as it was withdrawn from service immediately.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) a (manufacturer). This report has been identified as b. Braun (B)(4). The device has not been received for investigation at this time. A follow up report will be provided after the inspection results are available.